Manufacturer narrative:
(B)(4). Additional information received from a consumer: the patient experienced recurring episodes of peritonitis. Treatment was not reported. The patient recovered from this peritonitis event.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced peritonitis but was not hospitalized for the event. The patient was treated with injection fortum (1gm, daily) and injection vancomycin (2gm, 5th day), routes not reported, for the peritonitis. The cause of the peritonitis was unknown. The outcome of this peritonitis event was unknown.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.